Manufacturer narrative:
Device received with currents in spec. No unexpected failed battery test. Device unable to prime during the prime/compromised force sensor system test due to protruded/loose drive support disk. Intermittent button response due to moisture damage keypad trace. No motor error alarm. Motor passed motor test. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm, battery error alarm, and a button error alarm. Customer's blood glucose was 147 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.